Event description:
A customer obtained multiple higher than expected vitros total bilirubin (tbil) results using a vitros chemistry products bun slide cartridge that was mis-identified as a vitros chemistry products tbil slide cartridge on a vitros 5600 integrated system. Multiple vitros tbil patient results were affected and initially reported out of the laboratory. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. However, a physician questioned a vitros tbil result for one of his patients. Therefore, all affected patient samples were repeated and the corrected results were reported out of the laboratory. No treatment was changed, initiated, or withheld as a result of this event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer attempted to run multiple patient samples for tbil using a vitros chemistry products bun slide cartridge that was mis-identified by the operator as a vitros chemistry products tbil slide cartridge on a vitros 5600 integrated system. The root cause of this event was determined to be user error while manually loading a vitros chemistry products slide cartridge. The customer indicated that they were revising their laboratory protocol to try to prevent this issue from recurring. The vitros 5600 integrated system was operating as intended.